Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit passed all specific functional testing requirements, except for the nylon washers and the retaining rings were worn. It was determined this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. Pm maintenance and cleaning were required.

Event description:
The user facility returned the a1018 mayfield swivel adaptor for service and repair because a patient slip occurred.